Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays an unknown error message. The reporter does not know the specific error message displayed. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the reported issue was unfounded during investigation for the meter. However, unrelated to the issue, the test strip failed testing. The test strips were found to have an error 5. In addition, the test strip result was below the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.